Manufacturer narrative:
Analysis of the pump identified no anomalies. Patient code (B)(6) and device code (B)(6) no longer apply. Conclusion code 71 applies only to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-aug-18 from the consumer reported the first pump worked great, but ever since he had the second one implanted it had not worked. Additional information received on 2017-aug-21 from the consumer reported since his pump was replaced in (B)(6) 2016, he had issues with not getting good pain relief. The patient had sporadic withdrawal symptoms, writhing pain in the legs that was different than previously experienced in his legs. The patient would get refilled and have 2 bad days of pain and then be fine again. The cause of the issues was unknown, but did correlate with when he had his pump replaced in (B)(6) 2016. The patient stated also at that time he had issues with skin and healing at the incision site. The patient stated the pump was ¿revised¿ (replaced) in (B)(6) 2017. The replacement pump was very close to the top of the patient¿s skin, but the skin healing issues were resolved. The incisions had healed as well. No further patient complications were reported. The pump indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Interrogation of the device indicated the implantable pump was being used to deliver 1.0 mg/ml of dilaudid at 0.2498 mg/day. Analysis of the implantable catheter (unknown model/unknown serial number) revealed an indent in the cup of the sutureless connector (sc) assembly. Leaking was observed from the sc connector during pressure leak testing in the lab. Analysis also revealed a user related hole in the body of the catheter.

Event description:
The devices were returned to the manufacturer from an unknown source without any information.